Manufacturer narrative:
Corrected. Device code is not applicable. Device code updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 400mcg/day. The pumps indication for use was listed as severe cerebral palsy and spastic quadriplegia. The patient had a pump refill with a high residual volume (>50% error) with lack of intrathecal baclofen effect and increased spasticity. X-rays appeared normal. In the operating room a small kink was noted near the catheter connector. There was no cerebrospinal fluid (csf) flow from the cap (catheter access port) or with aspiration. When the catheter was cut past the kink there was good csf flow. The new catheter piece and connector was attached. The explanted product was discarded. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.